Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided. A system explant due to ineffective therapy was reported to abbott. The patient's system was explanted at an outside facility. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 3006705815-2020-31733. It was reported the patient underwent surgical intervention on (B)(6) 2020 wherein the scs lead and ipg were explanted. Further information is pending. Note: since it is not known which device contributed to the issue, all possible devices are being.

Event description:
Additional information received indicated that the patient was not satisfied with pain relief and requested the system explant. Additional information is not available at this time.

Manufacturer narrative:
Attempts were made to obtain additional event and patient information. Further information was not provided.